Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act and arrow up button of insulin pump was stopped working randomly. Customer's blood glucose value was unknown. Customer went to give a bolus and the act button would not work and so they pressed the bolus wizard button and go to use the arrow up key and that did not work also they changed the battery and that did not work. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device had unresponsive act and up buttons due to unlocked lcd keypad connector.